Manufacturer narrative:
On 7/8/2019, the mentor failure analysis lab received the device for evaluation. On 7/15/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample some creases were observed on anterior and posterior view. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contraction. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent a breast augmentation revision with a mentor memorygel breast implant 535cc and experienced baker grade iii capsular contraction on the right side post-operational. As a result, the patient underwent device removal on (B)(6) 2019.